Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was tested in laboratory using automated test systems. No anomaly was found. Analysis was normal.

Event description:
It was reported that the patient received inappropriate therapy due to double counting on the rv lead. The device was explanted and replaced.